Manufacturer narrative:
Batch review performed on 23-aug-2023. Lot 2008541: (B)(4) items manufactured and released on 03-dec-2020. Expiration date: 2025-11-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year and 2 months from the primary, the patient came in reporting pain due to an anteverted cup and the cause is unknown. The surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.